Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that all output ports of the subject device were not working and the endoscopic image was not displayed in the monitor. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The board malfunction confirmed during repair inspection. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that there was no image on the monitor and led was not glowing on the front panel due to faulty board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus india (omsi), it was found that the led was not glowing on the front panel due to failure of the board. If additional information becomes available, this report will be supplemented.